Event description:
The lead was returned to the manufacturer, following the patients death, analyzed, and tested out of specification. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer, following the patients death, analyzed, and tested out of specification. The cause of death has been requested and not recieved. Follow up revealed that per the physician, there was no concern regarding the device system as related to the patient's death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the distal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.